Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were observed during testing. The device's sensor board and power management board were placed to address the issues.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.